Event description:
It was reported that the patient fell five days prior to the report. She was going into renal failure at that time and had stimulation going to the wrong location after the fall. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 377760, lot# v001116, implanted: (B)(6) 2005, product type: lead. Product ID: 355029, lot# n0051188, implanted: (B)(6) 2005, product type: accessory. Product ID: 37742, serial# (B)(4), product type: programmer. (B)(4).